Event description:
During a trochanteric fixation nail procedure, the surgeon did not notice that the locking mechanism was in the down/engaged position and drilled through the locking mechanism. The lag screw was inserted and the surgeon elected not to remove or replace the nail and left the lag screw implanted. Reportedly, the set screw is not engaged. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Device remains implanted in patient. A review of device history records for manufacturing revealed no complaint related issues. Based upon the description of the complaint event, the technique guide was not followed.